Event description:
Pt self tester called alleging discrepant low inratio reading. On (B)(6) 2014, inratio 1.8, lab 4.9. Time between testing 2 hrs, pt's therapeutic range 2-3. Pt had lab drawn on (B)(6) 2014 due to a schedule ablation procedure. Due to the high lab value, procedure was cancelled and pt's warfarin dosage was held for one day. Pt had ablation procedure the following week, no specific date provided. No add'l info available.

Manufacturer narrative:
Investigation pending.